Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that insulin pump motor was making a screeching noise during rewind. Customer's blood glucose was 203 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed the self test. No rewind anomaly was noted. The insulin pump passed the displacement test, rewind, basic occlusion test, prime and excessive no delivery alarm test. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window, cracked battery tube threads and a missing end cap sticker.